Event description:
It was reported, the patient experienced a "tightness in her chest" from her device. It was stated that, when the device is turned off "for a couple hours", the symptoms would go away but "her breast was still sore." It was also reported, the patient "felt her device stimulation more when coughing or laughing." It was stated that, while laughing at a television program, the patient urinated. It was also stated, the patient's neighbor had a large radio antenna in his yard. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.